Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio also observed that one of the battery pins in battery bay 1 in the customer¿s device was loose. As a precaution the battery pins were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Loose battery pins can cause the device to inappropriately lose power; however the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. The customer advised that the device powered off several times during the transport. A backup device was not available during the event, however the device eventually began to function properly for the rest of the case. After the event, the device was removed from service and replaced with a spare. The patient, a (B)(6) year old male was in stable condition en route to the hospital, with no change to the patient's condition due to the use of the device. The customer did not know the patient outcome, however there was no adverse outcome reported.

Manufacturer narrative:
Physio-control further evaluated electronic records from the customer¿s device and concluded that the likely cause of the reported issue was related to loose battery pins.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. The customer advised that the device powered off several times during the transport. A backup device was not available during the event, however the device eventually began to function properly for the rest of the case. After the event, the device was removed from service and replaced with a spare. The patient, a (B)(6) male was in stable condition en route to the hospital, with no change to the patient's condition due to the use of the device. The customer did not know the patient outcome, however there was no adverse outcome reported.